Event description:
During evaluation of the returned device, an overfill situation was discovered. The home patient (hp) had an ultrafiltration (uf) reading of 1241 ml during drain 3. This uf reading indicates that the patient drained 1241 ml more than the last volume infused. The hp's programmed fill volume is 1700 ml. The total drain volume for this drain cycle was 2941 ml. During follow up, the hp's peritoneal dialysis nurse stated that he had not contacted her or the dialysis clinic regarding any overfill situation. She did not have any additional details regarding this event. She stated that she has seen the hp since the incident and therapy is going well. There was no patient injury or medical intervention associated with this report, according to the nurse.

Manufacturer narrative:
(B) (4). Evaluation results: the homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During the third cycle of the first therapy, the device alarmed with a low ultrafiltration (uf) alarm. This alarm occurred due to the last manual drain setting being "yes" and the target uf amount being 1000 ml. Positive uf's cannot be achieved during testing of the returned machine because simulated patient bags cannot generate positive ufs. This was addressed by changing the last manual drain setting to "no" on the machine. No other alarms were encountered during the remaining therapies. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to overfill. No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. Based on a review of all available therapy, alarm, and event log data combined with available decision tree information, the most probable cause of this overfill was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold. The device will be routed to the service area.